Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
B5: describe event or problem - additional informationg3: date received by manufacturer- additional informationh2: additional information/device evaluationh3: device evaluated by manufacturer - additional information availabilityh6: adverse event problem component codes ¿ additional information

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. No data was provided for evaluation. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.